Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial report, protect study patient experienced a serious adverse event (sae) described as "sternal infection/device infection with parminoas micra," which resulted in explantation of the amds device. Event onset date: 14feb2021. Event end date: (B)(6) 2021. The study documented the relationship to the device and the implant procedure as "unlikely." The pre-existing condition, "sternal infection" caused or contributed to the event. The patient was hospitalized in response to this event. Date of admission: (B)(6) 2021. Date of discharge: (B)(6) 2021. Event outcome listed as "resolved." This event is related to a post-market clinical study ¿protect¿ and reported retrospectively.

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. The manufacturing records for amds40-de lot c2458837a (finished goods) and c2458645a (sterile sub-assembly) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. A sample evaluation was not performed as the device was not returned. Patient is a 46-year-old male who had an amds implanted on (B)(6) 2020. The adverse event reports a miscellaneous event described as ¿device infection¿ with an onset date of 14feb2021 and an end date of (B)(6) 2021. The event was not expected. Additional details from the ae form states, ¿device infection with parvimonas micra.¿ the event was deemed by the study investigator as ¿unlikely¿ related to the amds device and ¿unlikely¿ related to the implant procedure. Sternal infection was identified as a preexisting condition that caused or contributed to the event. The event led to a serious adverse event, which includes a ¿life threatening illness or injury,¿ ¿in-patient hospitalization or prolonged existing hospitalization,¿ and ¿surgical intervention to prevent permanent impairment of a body structure or function.¿ the event led to hospitalization on (B)(6) 2021, and treatment (replacement of the ascending aorta and hemiarch. Explanation of the amds stent) was provided. The event outcome was documented as resolved and the patient was discharged on (B)(6) 2021. Additional information provided in the patient¿s discharge letter states the following diagnosis: ¿active soft tissue infection adjacent to the aortic root and ascending aorta, extending caudally retrosternally to the middle of the sternum and cranially over the manubrium of the sternum to the skin following aortic valve reconstruction according to david [procedure], replacement of the ascending aorta and proximal aortic arch using a 28 mm uni-graf w prosthesis and implantation of a non-covered dissection stent in the aortic arch and descending aorta.¿ antibiotic therapy with penicillin (6x4 million iu) and rifampicin (2x600 mg) was initiated. Over the course of treatment, the inflammation parameters showed a slight increase. This resulted in an explanation of the amds prosthesis. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Any alleged infection is unlikely related to the device, because amds undergoes a validated terminal sterilization step during manufacturing. Of note ¿infection (e.g., local, systemic, prothesis)" and ¿wound complications and subsequent problems (e.g., dehiscence, infection)¿ are listed in the clinical evaluation report (cer) as potential adverse events. Additionally, cautions and warnings: do not re-sterilize. For single use only. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and/or lead to device failure which, may result in deterioration of health or death of patients. Reuse, reprocessing or re-sterilization may also create a risk of contamination of the device and/or cause patient infection. Contamination of the device may lead to injury, illness or death of the patient. There were no reports of device malfunction or deterioration that may have led to the event; however, the device was explanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.